Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing.

Event description:
It was reported that the patient experienced withdrawal on (B)(6) 2015. The patient had severe back pain, felt like they had a fever, diarrhea, shakes and loss of appetite. The patient reported that the pump alarm had been alarming since (B)(6) 2015 (saturday). The manufacture representative interrogated the pump and saw two messages, on (B)(6) 2015 at 08:11 a motor stall occurred and on (B)(6) 2015 at 08:11 a stopped pump period may exceed tube set message occurred. The stall did not recover. The patient did not have an MRI. The cause of the motor stall was unknown. The patient was being managed with oral medications. The pump was replaced. The patient was receiving effective therapy as of (B)(6) 2015. The neurosurgeon wanted the pump sent for culturing. The pump system was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.